Event description:
The customer received an erroneous result for one patient sample tested for human chorionic gonadotropin, stat (hcg). The sample initially resulted as 4 miu/ml and this was reported outside of the laboratory. The physician questioned the result since the qualitative hcg test was positive. The customer repeated the sample and it resulted as 6320 miu/ml. The repeat result of 6320 miu/ml was considered to be correct and a corrected report was generated for the result. The patient was not adversely affected by the event. The hcg reagent lot was 16354901 with an expiration date of 06/30/2012. The field service representative determined that the cover m for the sample shield was broken causing the s/r probe to hit the shield intermittently when sampling. He replaced the cover/shield and checked adjustments. He ran the s/r probe check and this ran with no errors. He ran a precision and verified the voltages; all were within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.